Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. This would cause the wires to appear loose on the distal end and the instrument not to operate properly. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found the grip cable to be loose and derailed inside the proximal end housing. Additional observation(s) related to the customer's complaint: the instrument was found to have a derailed grip cable from its normal position at the input disk #7. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. The instrument was found to have a loose grip cable at the force amplification pulley. Further inspection found the grip cable to be derailed in the proximal end housing. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.